Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was no longer powering on. Customer's blood glucose level was unknown at the time of incident. Customer reported they were unsure if the drive support cap was protruded, loose, sticking out or flush. Customer stated that no self test was done as insulin pump had no power. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted.